Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and the mesh was implanted. Post-op, the patient experienced severe lower back pain and numbness in the lower back, repeated urinary tract infections and tired legs. Following procedure, the patient had insertion of a probe for 1 week, then catheters for complete emptying of the bladder twice a day for 4 months. No further information is available.